Event description:
Patient was having a creation of an ostomy procedure. There was a sterile warmer drape used throughout the entire case. After the procedure, staff were cleaning the operating room surgery room and noted that upon lifting the warmer drape up, there was a small hole in the bottom of the drape. There was no saline in the warmer, only when the warmer drape was lifted up was the small hole noted. Warmer was used to irrigate and for warm laps/raytec. No injury noted. Scrub rn reported no leakage of fluid through the drape although a hole was visible after removing the drape. Heating element was full. The fluid was not used until after the wound closure, just to clean the patient's skin.